Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the infection has resolved and the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23190. It was reported during a revision on (B)(6) 2020 to address pain at the ipg site there was discolored fluid in the pocket. Physician removed the ipg and cut the lead. The lead was cut (manufacturer report number 1627487-2020-23193) to leave the pocket empty. Culture came back with staph and the patient was placed on oral antibiotics for two weeks.